Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Robot assisted, laparoscopic total abdominal hysterectomy, bilateral salping oopherectomy and bilateral pelvic lymph node dissection - "instruments used within this port include johann grasping forcep, suction and needleholder with attached needle. It is not clear when the port became damaged and the black piece of rubber broke from the port, but the piece of black rubber was discovered within the abdomen towards the end of surgery when the surgeons were finishing suturing up inside and getting ready to take the ports out to close up. The piece of rubber was retrieved from the patient's abdomen. Product isolated for return, lot number unknown."patient status - no patient injury.

Manufacturer narrative:
Investigation summary: the event product was returned for evaluation along with a black rubber fragment. Upon inspection, engineering noted septum fragmentation; the rubber fragment returned matched the missing portion on the septum. The duckbill appeared to have been intentionally cut and removed by the customer to confirm fragmentation. During the manufacturing process, all trocars are thoroughly inspected for functionality and performance prior to packaging. The root cause of the event is likely due to instruments. As stated in the instructions for use (IFU), "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Although the exact root cause could not be confirmed, applied medical has opened a corrective and preventative action (CAPA) to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of event . In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.